Event description:
It was reported that the customer's pump malfunctioned after being dropped, which resulted in a non-resettable error. There was no adverse impact to the customer's blood glucose level. Tandem provided a replacement pump with updated software. The replacement was confirmed, and the customer was informed that they should contact their healthcare provider to discuss an alternate insulin delivery method, as they had no current backup available.